Manufacturer narrative:
Evaluation summary: no data regarding product identity was received (i.e. No lot or serial number were indicated for the event); therefore, the device history record (DHR) could not be reviewed. No sample was returned; therefore, the condition of the product could not be verified and visual inspection could not be performed. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that approximately 15 months following a glaucoma shunt implant procedure for the treatment of glaucoma secondary to trauma, intraocular pressure (iop) control failed (increased iop was observed). Another glaucoma filtration device was implanted on (B)(6) 2014, and the patient was noted to be recovering from the iop control failure on (B)(6) 2014. It was also noted that suture lysis was performed on one of the two sutures from the initial procedure on (B)(6) 2013. The glaucoma drops and oral medication that the patient had gradually resumed or started following the initial procedure were discontinued following the implant of the additional glaucoma filtration device. The surgeon did not consider it likely that the iop control failure was caused by a malfunction of the shunt; rather, the surgeon considered that the iop increase was caused by worsening of the primary disease (glaucoma). Additional information has been requested.